Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose. The customer's current blood glucose was 700 mg/dl. It was unknown that customer using auto mode or not. The insulin pump will not be will be returned for analysis.